Event description:
Catheter placed without pt complaints. Placement confirmed by x-ray. Thrombus confirmed by ultrasound 2 days later.

Manufacturer narrative:
A complaint history review of the lot, showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for eval.